Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump. The issue occurred in (B)(6). This report is filed on behalf of sorin group (B)(4). Sorin group received a report that the centrifugal pump was running but not reaching the set rpm and the unit was displaying error codes. This occurred during pre-procedural check so there was no patient involvement. The investigation is on-going. A follow-up will be submitted when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the centrifugal pump was running but not reaching the set rpm and the unit was displaying error codes. This occurred during pre-procedural checks so there was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the issue and identified the root cause to be a loose contact between the drive unit and the control panel. The issue was resolved by refitting the loose connection. Livanova (B)(4) has not been made aware of any further issues with this device following the repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by livanova technician.